Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a force bipolar to perform failure analysis. Failure analysis investigations replicated and confirmed the customer-reported complaint of jaws will not close completely. The force bipolar instrument was found to have one bent grip tip, causing it to be misaligned. The offset at the tips was 1.86mm. This force bipolar causes the jaws not to close completely. The grips were not found to be cracked. Additionally, the force bipolar instrument was found to have a dislodged molded insulator on the jaw. The grip tip for the grip with the dislodged molded insulator does appear to be bent. Components adjacent to the dislodged molded insulator do not show damage. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the 8mm force bipolar instrument's jaws will not close completely. The procedure was completed with no reported injury.